Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower door had failed and diagnostics showed the door latch status as open. A field service engineer (fse) reseated the cables, but the issue persisted, so the latch was replaced, after which the door status showed closed. The pharmacy tested the doors within the application, and final verification was completed by testing the doors in diagnostics, confirming the operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower g22se door 2 did not click or open at all. The customer used keys to manually open the door; however, it auto failed with no sound from the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.